Event description:
Pt is a (B)(6) woman with breast cancer who had a port-a-cath (smart port CT with vortex port ref# (B)(4)) placed via right subclavian access on (B)(6) 2013. She was done with her treatment and needed port removed, which was performed on (B)(6) 2015. Upon removal, the catheter was noted to be fractured approx 7 cm from the reservoir and 15 cm were retained in the pt. This required a second procedure to remove the catheter endo-vascularly.